Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie pocket failed and unable to recover. User tried to reboot the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2-1 had a broken pocket lid and was not detected on bus. A field service engineer (fse) cleaned the contacts on the drawer controller boards, secured all connections, and verified the drawer tested good in hardware test application (hta), then removed the pocket with the broken lid, after which the customer successfully recovered the remaining pockets and reloaded medication into a different pocket. The fse also found the auxiliary half height drawer 7-1 and 7-2 was sticking, missing rubber bumpers and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.